Event description:
A flexima catheter was going to be used for therapeutic purposes. Before the procedure, while unpacking, it was noted that the package was not properly sealed at the bottom. There were no complications or interventions reported with this event.

Manufacturer narrative:
This event was determined reportable based on engineering evaluation dated 2 october 2006, stating device was confirmed received with the pouch not sealed. As received, the package was returned opened. The manufacturing seal (bsc) was not found. There were no visual markings found on the end where the seal should have been, indicating that no attempt was made to seal the pouch. The end of the pouch was cut at a very slight angle. The length of pouch was measured with a calibrated ruler and found to be 19.75 inches on both sides which is within the manufacturing specification of 19.5+/_0.25 inches. There are no other complaints reported for this batch of devices. The root cause of the non conformance has been determined to be due to human error. The pouch length was found to be 19.75 inches long. This pouch is cut to length during manufacturing prior to the product being placed in the pouch and the pouch being sealed. Therefore, the pouch length indicates that the pouch was never sealed. This complaint has been identified as a quality incident.